Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
D4: UDI number added. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user's wife states "when she goes to peel apart the paper from the plastic on the top of the catheter before use, the paper portion of the tab will rip right off and they need to get scissors to open the catheter packaging to get it out.".